Event description:
They found a doctor and they tried to put in 4 or 5 pessaries. They said they weren't feeling well and that they had a rupture inside and they were "dry very dry" and patient was given medication. They said they came home with a pessary and the pessary wasn't working on them and it was holding their urinating and stool and patient was in pain and had the pessary sticking out of their vagina and couldn't walk and it was bothering them. They said it felt like the pinching was getting "lower and lower" inside of them (in location) and they worried they did something wrong regarding how they set their device. They said they didn't have any falls or trauma prior to the issue with the pinching sensation. They said because of this they had to go into the emergency room and the doctor took the pessary out of them. They said before they got the pessary, they had an issue that started about two months ago where they had felt this "pinching" all the way inside their vagina to the right. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).